Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Four lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were one to two approved temporary deviation notices (dns) on each of the identified lots that were unrelated to the complaint event. One of the lots had an unrelated non-conformance (nc) with associated rework. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinical manager (cm) reported through a voluntary medwatch form that a hemodialysis (hd) patient utilizing the optiflux f180nre dialyzer experienced a dialyzer reaction during their first hd treatment. Upon follow-up with the cm, it was reported this patient experienced nausea, vomiting, a decrease in baseline blood pressure (bp), weakness and loose stools. It was affirmed that this occurred during the patient's first hd treatment. The patient¿s dialysis treatment was initiated at 7:58 am (local) with the use of optiflux f180nre dialyzer as prescribed. Within 30 minutes, the patient complained of nausea and vomiting, along with a bp of 107/61 mmhg. Ultrafiltration was turned off and a one-time intravenous push of zofran (antiemetic) at 4 mg was administered. At 8:40 am, the treatment was interrupted as the patient requested to use the bathroom twice. After using the bathroom at 9:10 am, the patient complained of weakness, nausea and loose stools. Emergency medical services were activated, and the patient was transported to hospital. The patient was awake and alert during transport with a bp of 152/86 mmhg, pulse of 111 and respirations of 18/min. The patient was diagnosed with a dialyzer reaction that was attributed to the patient¿s intrinsic response to the material composition of the dialyzer. No further information concerning the patient's hospitalization or current disposition was provided. It was confirmed that the patient's dialyzer reaction was not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the use of the optiflux f180nre and the event of an allergic reaction, characterized by nausea, vomiting, a decrease in baseline bp, weakness and loose stools. It is well documented that patients on any modality of hemodialysis may experience reactions involving non-biocompatibility due to the composition of dialyzer membranes of various types of dialyzers. The cause of this adverse event is more than likely attributed to this patient¿s intrinsic physiological response to the material composition of the dialyzer with no probable indication of a fresenius product or device deficiency or malfunction as reported by a medical professional. In the instructions for use for the optiflux line of dialyzers, it cautions users on the possibility of allergic and/or hypersensitivity reactions to the material composition of this product. Therefore, a deficiency or malfunction of the optiflux 180nre dialyzer can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A user facility clinical manager (cm) reported through a voluntary medwatch form that a hemodialysis (hd) patient utilizing the optiflux f180nre dialyzer experienced a dialyzer reaction during their first hd treatment. Upon follow-up with the cm, it was reported this patient experienced nausea, vomiting, a decrease in baseline blood pressure (bp), weakness and loose stools. It was affirmed that this occurred during the patient's first hd treatment. The patient¿s dialysis treatment was initiated at 7:58 am (local) with the use of optiflux f180nre dialyzer as prescribed. Within 30 minutes, the patient complained of nausea and vomiting, along with a bp of 107/61 mmhg. Ultrafiltration was turned off and a one-time intravenous push of zofran (antiemetic) at 4 mg was administered. At 8:40 am, the treatment was interrupted as the patient requested to use the bathroom twice. After using the bathroom at 9:10 am, the patient complained of weakness, nausea and loose stools. Emergency medical services were activated, and the patient was transported to hospital. The patient was awake and alert during transport with a bp of 152/86 mmhg, pulse of 111 and respirations of 18/min. The patient was diagnosed with a dialyzer reaction that was attributed to the patient¿s intrinsic response to the material composition of the dialyzer. No further information concerning the patient¿s hospitalization or current disposition was provided. It was confirmed that the patient¿s dialyzer reaction was not due to a deficiency or malfunction of any fresenius product(s) or device(s).